Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "low", specific value was not provided; cause was not known. The customer consumed juice and candy to address the bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.